Event description:
The physician was performing an ercp for a biliary stricture using a cytology brush. Near the end of the procedure, the radiopaque band dislodged into the pt's intrahepatic duct. An attempted balloon sweep to remove the band only pushed the band higher into the intrahepatic duct. Radiology attempted to retrieve the band percutaneously. An mrcp(magnetic retrograde cholangiopancreatography) was also attempted to locate the band. They were unable to retrieve the band and it remains in the pt's liver. This pt is considered terminal and the band is not affecting his condition.